Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12229. It was reported the patient experienced uncomfortable/painful stimulation, which would subside one hour after turning off the stimulation. Multiple reprogramming sessions were unable to resolve the issue. Follow-up identified the patient had her scs system explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12229.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.